Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal a tampon was missing the string. She reported it took her 25 minutes to manually remove the pledget. She experienced vaginal pain and discomfort from manually removing the pledget from her vaginal cavity. The pain resolved and she did not seek medical attention. She did not experience any adverse health effects.